Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported there was no phacoemulsification during a cataract with intraocular lens procedure. The case was completed with no harm reported.

Manufacturer narrative:
Additional information is provided. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer was able to test two phaco handpieces and the system performed as expected. The facility did not request service. The system was found to function as intended. The system was manufactured on november 21, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to function as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).